Event description:
On 06/03/1997, the facility nurse contacted the manufacturer and reported that, on 04/30/1997, three attempts were made to access a device for refill with the needles and the needles bent in the process. All of the used needles were discarded and are therefore unavailable for evaluation.

Manufacturer narrative:
Since the device is unavailable for evaluation, the MFR's investigation of this event was limited to a review of the device history record and a trend analysis. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this cat and lot # and has not identified any trends. The MFR's investigation of this event in inconclusive. However, the MFR is in the process of reintroducing another needle proudct line based on customer preference and requests conveyed through the MFR's customer service, complaints dept, clinical and sales rep. No further details are available. The MFR is now closing its file on this event.